Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the tools were discarded at the hospital. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿we will continue to track and trend this complaint type. Initial reporter: contact number/s phone number: (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 tools with the same lot number were broken during surgery. The patient is alive with no injury, however, there was a 20-minute delay due to the changing of tools. Upon follow up, it was confirmed that the tools were discarded after it was broken and there was no further information regarding the current status of the patient.